Manufacturer narrative:
G4:23apr2021. B4:27apr2021. Failure analysis on the returned touchscreen shows that the reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2021.

Event description:
The medical engineer (me) reported during pre-use checking in the me room, the touch panel screen froze. After the power turned on, touch operation, e.g., powering-off operation, often failed. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was discovered during pre-use checking in the me room. No delay noted. The service technician reported that the phenomenon was not confirmed despite operation checking. The touch screen was replaced preventively. An illumination failure of the power led was observed, so that the power switch overlay was replaced. Overall checking, cleaning, run testing, and a function test were performed.